Event description:
Healthcare provider reports: signature plus inr results higher than reference lab for a cancer pt. Customer notes the problem only seen with this pt and the instrument is currently used. Signature plus inr 5.6, 5.3 vs reference lab inr 1.8 on same day. Inr target range: 2-3. No adverse events reported.

Manufacturer narrative:
(B)(4). Method/result/conclusion: manufacturer/evaluation/investigation pending product return from user facility. Itc has requested all data required for form 3500a.